Event description:
It had chipped my teeth [tooth fracture]. Black marks on my teeth [tooth discolouration]. Case description: a male consumer of unspecified age used an oral-b rechargeable toothbrush, version unk. One application, frequency of applications unk on unspecified dates. On the third day it left blank marks on his teeth which he was able to rub off, on the fourth day it chipped his teeth. A dentist was visited and 2 fillings were needed. The outcome of the case was: recovered. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.